Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump immediately alarmed a flashing medtronic logo once installing an aa battery. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test due to flashing medtronic logo. Test p-cap and reservoir locked properly into the reservoir compartment. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, cracked keypad overlay, stained keypad overlay, broken belt clip rails, pillowing keypad overlay, missing display window/cover, and battery cap contact missing. Flashing medtronic logo was confirmed due to moisture damage on the electronic assembly. Moisture damage was confirmed found on the electronic assembly, motor, force sensor, and battery tube. Battery cap contact missing was confirmed during visual inspection. Cosmetic damage was confirmed at the belt clip rails. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack on the pump. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was performed and damaged back of the pump. No harm requiring medical intervention was reported. Product return was requested for mmt-1886. The customer will discontinue using the device, and the customer response was that mmt-1886.